Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 11-apr-2022 under wo (B)(4) and shipped on 27/apr/2022. Manufacturing record review: DHR-318108 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: iqc-15006-04 lot number mo072021-10 was reviewed and no non-conformities, related to the complaint condition, were noted. Iqc-15006-04 lot number mo072021-11 was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint product was returned on 26/jan/2023. The lot number of the returned product could not be determined. Visual evaluation: the sample was verified and confirmed for the reported event. Functional evaluation: functional evaluation cannot be completed since the wire is broken. Root cause: definitive root cause is indeterminable. However, previous testing performed in march 2019 attempting to replicate reported events of the wire "burning" or "snapping" indicated the product performed as intended. See attached copy of the testing report. Correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is required. No further training required at this time. Was the complaint confirmed? Yes. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
The md tip broke. For the removal of the fragment, a second operation was necessary. Additional information: we received 2 boxes with that lot (shipment no.5736256 received 27/04/22 - our po67/21), both sold to the same customer. We are currently collecting more information about the remaining pieces to see if this problem is extendable. 1st follow-up 11/30/2022. 1216677-2022-00322 fischer cone biop ex m ex 900-154 e-complaint (B)(4).

Event description:
The md tip broke. For the removal of the fragment, a second operation was necessary. Additional information: we received 2 boxes with that lot (shipment no.5736256 received 27/04/22 - our po67/21), both sold to the same customer. We are currently collecting more information about the remaining pieces to see if this problem is extendable. 1st follow-up (B)(6) 2022. Fischer cone biop ex m ex 900-154 e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.